Event description:
It has been reported to philips that there was a short circuit in the cabinet room which impacted the technical cabinet. The system is fully down. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer is not aware about the cause of the fire. The fire brigade was onsite, however; no report has been provided by the fire brigade. A philips field service engineer (fse) visited the site and confirmed that the system was switched off at the time of the reported issue. The fse found during inspection that a damaged molded case circuit breaker (mccb) and cables connected to the mccb were removed by customer and not available for inspection. From the available sources in the cabinets, the fse could confirm that the fire did not start in one of the cabinets or from the cables connected to the cabinets, therefore system involvement was ruled out. The fse identified that the cause of the issue was due to an electrical short circuit. As all the cabinets were completely damaged, a standby system has been provided to the customer as a workaround. The codes were updated based on the investigation outcome.